Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt.

Event description:
This event involved a female patient who experienced low gi bleeding and low flows approximately 3 months post hearware lvad implantation. The patient was admitted to the hospital and anticoagulation was held due to the gi bleeding which was found to be related to an arteriovenous malformation and ulcer. In addition to the low flow, the clinical staff also reported some noise coming from the pump. The patient was taken to the or where the outflow graft was found to be kinked and thrombus was noted in the inflow cannula. The patient underwent a pump exchange and continues to recover.

Manufacturer narrative:
The product was not returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad® pump in relation to the reported event. These included clinical, review of manufacturing documentation, labeling & instructions for use and review of controller log files. The review of the manufacturing documentation confirmed that hw3678 met all requirements for release. The controller logs were analyzed and showed low flows related to the event. Low flows were determined to be related to a kinked outflow graft and thrombus within the inflow cannula of the hvad. Clinical factors that may have contributed to the thrombus formation include episodes of infection and removal of anticoagulation treatment due to a gi bleeding. The root cause of the kink in the outflow graft could not be determined. Based on the information provided, there is no evidence to suggest that the reported event relates to a device defect. No additional information will be forthcoming.